Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint - litigation papers allege the patient suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in her blood stream, and will require revision surgery. Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right side). Update: (B)(4) 2014- sales rep reported revision surgery. Patient was revised to address pain. This complaint was updated on: 4/21/14. Update rec¿d 6/19/2014 - medical records received. Patient revised to address elevated metal ion levels. Upon revision, osteolysis, cloudy yellow fluid and corrosive changes on the trunnion were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 07/07/2014

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified no other reports against the provided product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.